Event description:
It was reported that after the boston scientific atrial fibrillation pulsed field ablation (pfa) procedure finished, when the anesthesia team was trying to extubate the patient, they exhibited low blood oxygen saturation. They reintubated the patient at that time and xray revealed that the patient had developed pulmonary edema. They were taken to intensive care unit for further monitoring. It was unknown what intervention, if any, was administered. The last known patient status was stable. Procedure: afib - paroxysmal. (B)(6) products in use: sterilmed webster cs; sterilmed soundstar; octaray catheter. Product codes and lot numbers were unknown. Carto 3 system serial number: (B)(6); software version: 8.1.1.944. Boston scientific farapulse pfa system was in use. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".